Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported patient had their entire system explanted on an unknown date due to infection. The site of infection was unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information but were unsuccessful.